Event description:
Customer reported the device would not power up on battery. No reported pt involvement. Service rep duplicated the reported condition. Device was repaired and proper operation was confirmed.